Event description:
The customer reported a flogard infusion pump that alarmed failure code 73. It is unknown in which care area or process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported problem of alarm 73 was confirmed during device evaluation. The encoder wheel was found to be dirty and loose. The encoder wheel was cleaned and tightened to resolve the issue. Should additional relevant information become available, a follow-up MDR will be submitted.